Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare later reported via operative report, reactive seroma. Device has been explanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare later reported, via operative report, reactive seroma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as surgical damage. Seroma-late: unable to observe, as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.